Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. (B)(4) quality control requires confirmation of the trigger wire security within the trigger grip. Prior to using set screw press, personnel must be documented as having trained according to specs. (B)(4). The failure mode assigned to this case is separated. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined at this time. If add'l info regarding the event or the device used becomes available in the future, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints. No add'l actions required at this time the risk is insufficient.

Event description:
A (B)(6) male pt with aaa, peritonitis surgery, and aortic arch replacement underwent aaa repair. The access route was narrow and the aorta was aneurismal from just below the renal arteries. During deployment of the main body, the physician had to grasp the trigger-wire with a forceps to withdraw and remove because the top stent trigger-wire release mechanism separated from the wire. The main body could be deployed and the procedure continued and was completed. The pt did not experience any adverse effects due to this event.